Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument failed electrical continuity test. The instrument was found to have a broken conductor wire at the proximal end upon housing removal. No signs of thermal damage were observed for this instrument. Based on the information provided at this time, this complaint is being reported because the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse.

Event description:
It was reported that during a da vinci-assisted hiatal hernia repair surgical procedure, the 8mm maryland bipolar forceps was not working correctly. The procedure was completed with no reported injury.